Event description:
Patient has pressure wound to inside of his upper lip from et tube. There are numerous spots of breakdown inside the front upper lip. Therapy start date: (B)(6) 2022. FDA safety report ID# (B)(4).